Manufacturer narrative:
This information is unknown. (B)(6) date of event is unknown. The 510k: this report is for an unknown tfn helical blade /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is unknown date eight years ago. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient fell in his house and sustained a midshaft femur fracture on an unknown date. Patient had previously been implanted with a short trochanteric fixation nail proximally, helical blade and a distal 5.0mm ti locking screw eight years prior and a total knee prosthetic on an unknown date. The current fracture site was a spiral fracture between the distal short end of the trochanteric fixation nail and the total knee prosthetic. The surgeon removed the trochanteric fixation nail, helical blade and locking screw on (B)(6) 2018 for the purpose of completing retrograde instead of plating. The patient had healed from the previous trochanteric fixation nail (tfn). Patient was revised to a retrograde femoral nail, two distal locking screws and 1 proximal locking screw. The total knee prosthetic had no issue and remained intact in the patient. There was no issue with the nail, helical blade or screw. The hospital discarded the explanted hardware. While reaming, the prongs on the end of the 5.0mm flexible shaft, that attaches to the reamer head, expanded. The prongs did not break. Surgeon decided to use another reamer head and flexible shaft to avoid any further issues. During insertion of the nail, the nail pushed the reamer head out and the surgeon was able to retrieve the reamer head. The flexible shaft was easily retrieved. There was a surgical delay of 2-3 minutes to retrieve the reamer head. Routine intraoperative x-rays standard for the procedure were taken along with an additional 5-6 x-rays to retrieve the reamer head. The procedure was completed uneventfully with a help of a backup shaft in the set. The patient status was reported to be fine at the end of the procedure. This report is for the removal of the trochanteric fixation nail, helical blade and locking screw. The intra-operative event is being captured in related complaint (B)(4). This report is for an unknown tfn helical blade. This is report 2 of 3 for (B)(4).